Manufacturer narrative:
Concomitant product: product ID 8590-1 , lot # n339270, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving preservative free morphine sulfate (10 mg/ml at 2.649 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. Per the patient, he had the pain pump because when the doctor fused his l5/s1 the doctor hit his sciatic nerve with a screw. The patient¿s medical history also included severe, chronic neuropathic pain. The patient¿s other medication was noted as ibuprofen. On (B)(6) 2014, the patient reported he was having problems with his hcp (healthcare professional) office and getting his pump refilled because of billing issues. He was discharged by his doctor on (B)(6) 2014. His pump was empty, he was in ¿major pain¿, and he didn¿t know what to do; he was having symptoms and going through withdrawals and the doctor¿s office wouldn¿t do anything. He did not have money coming in as he wasn¿t currently working, but still had insurance for a year. The patient had oral oxycodone 325 for breakthrough pain (2.6 mg every 24 hours); he got 90 of those a month. The pump was supposed to have been refilled at the end of (B)(6), but because of the billing issue, the pump was not refilled. The pump started beeping twice around (B)(6) and then he started hearing the critical alarm for 3-4 weeks; it was ¿not a double beep it¿s a weird beep.¿ his symptoms started in (B)(6). He stated that ¿he¿s been trying to get it situated¿, but there was nothing over the counter that could take the edge off. The patient was looking for a new pump managing physician. His plan was to wean off the medication and have the pump removed. Additional information was received from an hcp on (B)(6) 2014 and they were requesting the pump off passcode. Per the reporter, the pump had not been refilled for 2 weeks and had been alarming for 8 days. Additional information was received on (B)(4) 2014 from the patient¿s prior physician and it was reported that the patient was terminated from care on (B)(6) 2014. A certified letter was sent to the patient and stated this and that they would be available for care for 30 days from that date. Additional information was received on (B)(6) 2014 from the hcp that the patient saw on (B)(6) 2014 and it was reported that the pump was programmed to off state on (B)(6) 2014. The pump had been empty for 3 weeks when they saw the patient. The patient had no symptoms related to the pump. The cause of the event was noted to be intentional non-filling of pump. The patient recovered without permanent impairment. No further follow-up was planned and the event was not related to the pump in any way. Additional information was received from a surgeon via a company representative on 09-feb-2016 and it was reported that when the surgeon had done some spine surgery on the patient a few months ago the patient told the surgeon that he had been released by his pump physician and had his last pump refill on (B)(6) 2014 and that the pump had not been evaluated since. The patient told the surgeon he was having more pain and would like to get the pump refilled. It was discussed that the pump should be interrogated to check the pump status. Additional information was received on 16-feb-2016 from a company representative and it was reported that the patient had had a spine fracture that was unrelated to the pump. The patient had told the surgeon that he had not had the pump refilled for several years. The actions/interventions take to resolve the patient¿s pain were unknown. The issue was not resolved as there was nothing to resolve as the patient willingly did not have the pump refilled. Additional information was received on 29-feb-2016 from a company representative and it was reported that on interrogation the pump indicated that it was stopped. It was reviewed with the reporter that the pump off passcode had been provide to a healthcare professional in (B)(4) of 2014 and that the pump could not be programmed on again.

Event description:
Additional information was received from the device manufacturer representative indicating the pump was being explanted on (B)(6) 2016 and the catheter would stay implanted. An inquiry was made about ligating the catheter.